Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal, due to sensor error during sensor startup, sensor wire was protruding from skin. Pt's mother reports that she proceeded to pull sensor out of skin and that pt is not experiencing any add'l discomfort.